Event description:
The lead was explanted, due to capture and sensing anomalies.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the capture and stensing anomalies. The electrical characteristics of the lead were found to be normal. Visual inspection of the lead revealed no anomalies. Functional testing revealed normal lead characteristics.